Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The power supply was replaced and adjusted. The system was tested and is operating as intended.

Event description:
The customer reported that the system failed to boot up on the 9900 system. No pt injury was reported.